Manufacturer narrative:
The neurotherm generator was returned for analysis. The log files reviewed indicated multiple and repeated thermocouple errors occurred, but that issue was unable to be reproduced in the analysis lab. When the investigation of the simplicity electrode is completed a final report will be submitted.

Event description:
During a caudal simplicity ablation procedure, a patient burn occurred at the needle insertion site. The dime sized burn was treated with topical bacitracin. There were no performance issues with any abbott device.

Manufacturer narrative:
The device met specifications for temperature response and no short circuits were detected, however the shaft insulation was noted to be torn, exposing the metal component of the shaft. The product IFU states ¿do not use the electrode if any damage is observed.¿ the device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the patient burn is consistent with the exposed metal shaft contacting the patient during rf ablation. The cause of the torn shaft insulation remains unknown.